Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer initially reported error codes were displayed by the alaris system, however event details were not provided. They indicated that the pcu displayed a wireless card error (error code: 600.6840) and three (3) syrine pumps displayed plunger force errors (error code: 358.2000). A forth module (a large volume pump) was attached and reported to be non-functional and unable to be powered on even when attached to different pcu¿s. After an on-site visit by a bd clinical practice consultant, the customer provided additional details of the event related to the errors. The customer indicated that on the date of the event the alaris was infusing four medications: syringe pump infusing vasopressin at a rate of 10u in 50 ml at a rate of 0.01u/kg/hour (0.66ml/hour). Syringe pump infusing epinephrine at a rate of 0.5mg/50ml 0.02mcg/kg/minute (1.58ml/hour). Syringe pump infusing bumetanide at a rate of 2.5mg/10ml 2.5mcg/kg/hour (0.13mls/hour). Large volume pump infusing fluid at a rate of 20ml/hour. The customer indicated while infusing, the four (4) pumps separately alarmed and the infusion stopped unexpectedly. There was patient involvement, no harm was indicated.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, initial reporter occupation, report source. Additional information: device available for eval?, returned to manufacturer on, initial reporter phone #, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device alarming a network card error alarm was not confirmed or replicated during laboratory testing and a review of the device logs. The report that the syringe modules displayed error code 358.2000 was confirmed through a review of the suspect device logs; however, the issue could not be replicated after extensive laboratory testing. The reported issue of the pump module not powering on was confirmed and replicated during laboratory testing. Per the bd alaristm pcu/pump module technical service manual v12.3.2 (dir (B)(4)), the system monitors and logs ¿log only¿ events, which do not affect the overall operation of the alaris system. These non-malfunction events are logged for tracking. All error events that end with a value of 5 or 5.5 fall into the log only category (for example, 100.6025 or 100.6025.5). A soft-fault error code cannot happen in post and in this case, the subcode is defined as the domain that logged the fault. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The alaris user manual v12.1.3 states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Suspect pcu s/n (B)(6): after replacement of the source pcu¿s network configuration with a known good dchu network configuration for testing purposes only. The pcu with the known good network configuration was left associated to the dchu network for 2 days approximately, and no errors or anomalies were observed over the duration of the test. A review of the suspect pcu error log showed that between (B)(6) 2025 and (B)(6) 2025 the pcu alarmed error code 600.6840.5 (cib connect failed; severity=runtime log only severity) three (3) times. On (B)(6) 2025 was the last recorded 600.6840.5 error message prior to dchu inspection, an additional error code 600.6840.5 was observed during the log review, which happened prior to testing on (B)(6) 2025. The ¿as received¿ external inspection of the suspect pcu found no obvious issues or anomalies were found within the returned device that could be attributed to the reported issue. Upon completion of testing, the suspect pcu module was disassembled for an internal inspection: the internal components and cable connections were observed in good condition. The battery date code was noted as 2427 ((B)(6) 2024). All inspected parts were manufactured by bd. Suspect syringe module s/n (B)(6), s/n (B)(6) and s/n (B)(6): functional testing performed showed the suspect syringe modules working as expected. No issues or alarms were observed. A preventing maintenance (pm) test was performed on the suspect syringe modules through alaris system maintenance (asm) passing all tests indicating the devices are within specifications. A review of the suspect syringe modules s/n (B)(6), s/n (B)(6) and s/n (B)(6) error logs identified one (1) error code 358.2000 (comm failure) on each module on 12sep2025 at 11:40 am. Syringe module s/n (B)(6): on (B)(6) 2025 at 1:00 am an infusion was started on syringe module s/n (B)(6) at a rate of 0.66 ml/hr, volume to be infused (vtbi) of 40 ml, drug ID (B)(4) (suspected to be vasopressin), patient weight of 13.2 kg and concentration of 0.2 units/hr; a 60 ml monoject syringe was selected. A primary volume infused (pvi) of 10.5109 ml was recorded. At 1:01 am a remote IV was received and the syringe module alarmed for ¿check syringe¿. A pvi of 10.5161 ml was recorded. Syringe module s/n (B)(6): at 3:46 am a remote IV was received and started on syringe module s/n (B)(6) at a rate of 1.584 ml/hr, vtbi of 40 ml, patient weight of 13.2 kg and concentration of 10 mg/min for a drug ID 419 (suspected to be epinephrine); a 60 ml monoject syringe was selected. Syringe module s/n (B)(6): at 8:24 am remote IV was received and started on syringe module s/n (B)(6) at a rate of 0.132 ml/hr, vtbi of 8 ml, patient weight of 13.2 kg and concentration of 250 g/hr for a drug ID 175 (suspected to bumetanide); a 10 ml bd syringe was selected. A pvi of 22.7676 ml was selected. At 11:40 am the concomitant pump module s/n (B)(6) was removed, and the suspect syringe modules alarmed for error code 358.2000 (comm failure) one second later. One (1) error code 358.2000 was observed on the modules error logs. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Suspect pump module s/n (B)(6): inspection of the motor control board tested fuse (f1) on the motor control board and was measured using a digital multimeter in continuity test setting and found to have an open circuit, indicating a blown fuse. Additionally, capacitor (c46) was measured with the fluke digital multimeter and found to be shorted (open circuit). Flux residue was observed on other components of motor control board, but it could not be confirmed to be related to the reported issue. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. On (B)(6) 2025 it was attached to pcu s/n (B)(6) and powered on at 5:50:40 am. On (B)(6) 2025 at 9:43:41 am, channel was selected and programmed an infusion with a rate of 1ml/h and a volume to be infused (vtbi) of 739.488ml. Infusion was started. No more infusions were recorded on this date. Laboratory testing was performed by attaching the suspect pump module to a dchu test pcu using the left and right iui connectors, but the device did not power on from either side. The suspect pump module was opened for inspection and the fuse (f1 ¿ 750ma) on the motor control board was measured using a digital multimeter in continuity test setting and found to have an open circuit. To trace the low impedance node that led the fuse f1 to open, resistance was measured in adjacent nodes of the fuse f1; a short circuit was detected between the +8v and gnd nodes of the motor controller board of the suspect pump module. It was detected that capacitor c46 (33f/20v) of the motor controller board on the suspect pump module was damaged. When impedance was measured it recorded a low and decreasing value. This caused a shorting of +8v and gnd which led fuse f1 to open. After removal of capacitor c46 and replacement of fuse f1, the low impedance measurement from +8v to gnd was fixed, and the pump module was able to power on. The pump module was attached to dchu test pcu, the device powered on without errors or malfunctions observed. Device was programmed to infuse for over 12 hours and completed without issues. The source device was still powered on at the end of the infusion and ready to be reprogrammed for additional infusions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the pcu presenting a log only error code 600.6840.5 was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing. The root cause of the report that the syringe module had displayed error code 358.2000 could not be determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect syringe modules during laboratory testing. This issue was also escalated to the bd integrated supply chain on (B)(6) 2025 for further root cause analysis. The root cause of the reported issue of pump module had no power when connected to pcu is attributed to a defective capacitor c46 on the motor controller board which caused the fuse to open. This issue was escalated to the bd integrated supply chain team on (B)(6) 2025 for further root cause analysis. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer initially reported error codes were displayed by the alaris system; however, event details were not provided. They indicated that the pcu displayed a wireless card error (error code: 600.6840) and three (3) syringe pumps displayed plunger force errors (error code: 358.2000). A forth module (a large volume pump) was attached and reported to be non-functional and unable to be powered on even when attached to different pcu¿s. After an on-site visit by a bd clinical practice consultant, the customer provided additional details of the event related to the errors. The customer indicated that on the date of the event the alaris was infusing four medications: syringe pump infusing vasopressin at a rate of 10u in 50 ml at a rate of 0.01u/kg/hour (0.66ml/hour). Syringe pump infusing epinephrine at a rate of 0.5mg/50ml 0.02mcg/kg/minute (1.58ml/hour). Syringe pump infusing bumetanide at a rate of 2.5mg/10ml 2.5mcg/kg/hour (0.13mls/hour). Large volume pump infusing fluid at a rate of 20ml/hour. The customer indicated while infusing, the four (4) pumps separately alarmed and the infusion stopped unexpectedly. There was patient involvement, no harm was indicated.